Event description:
It was reported that during a procedure at the healthcare facility with cranialmap, the correlation between the MRI scans and the pro-op scan was not deemed accurate. The surgical procedure was completed successfully, without a clinically significant delay, and no medical intervention was reported.

Manufacturer narrative:
The reported event of unsatisfied image correlations between pre-operative MRI scans and intra-operative MRI scans can be confirmed on basis of the device image evaluation in the field.

Event description:
It was reported that during a procedure at the healthcare facility with cranialmap, the correlation between the MRI scans and the pro-op scan was not deemed accurate. The surgical procedure was completed successfully, without a clinically significant delay, and no medical intervention was reported.